Event description:
It was reported tip of 5.5 mantis tap broke during a surgical procedure.

Manufacturer narrative:
Method: risk assessment. Results: the mantis cannulated modular tap 5.5mm tip fracture was confirmed based on the information reported by the sales rep. The tip fractured while tapping the pedicle and resulted in a 5 minute surgical delay. The fractured fragment was left in the pedicle of the patient. The surgeon was able to use a replacement tap to successfully complete the procedure. The pedicle was not allowed prior to tapping. The product was not returned for inspection because it was lost by the hospital. There is an existing CAPA opened for this product issue. The CAPA has been implemented and root causes determined. The lot# of the device is unknown so it cannot be confirmed whether the reported issue is for a product manufactured before or after the implementation date of the CAPA. The most likely root causes, identified by the CAPA, are high hardness resulting in the brittle fracture mode and cantilever loading during use. Conclusion: the most likely root causes, identified by the CAPA, are high hardness resulting in the brittle fracture mode and cantilever loading during use.

Event description:
It was reported tip of 5.5 mantis tap broke during a surgical procedure.